Event description:
It was reported that the device was leaking from the reservoir in the back through a crack that connects to the float. There was no additional information provided.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Corrected data: event date updated. Occurred during pm.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the reservoir tank is leaking from bottom left corner and the float switch assembly is the older style. Functional testing found when device is running, was able to visually confirm that water was leaking out the top of the reservoir tank via the old style float switch assembly as well as a slow drip from the bottom corner of the tank. The root cause of the reported issue was found to be customer damage. Replaced damaged enclosure and upgrade to new style float switch assembly. Device passed all functional testing. D5 and e4 are unknown, no information provided to date.